Event description:
The facility representative reported failure code 810.11. Information was not provided regarding whether or not the failue occurred during an infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have ben no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.